Manufacturer narrative:
Device alarmed pump error 38 during the rewind due to a jammed gearbox. Per visual inspection also found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests due to pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error. The customer's blood glucose level was unknown. The customer reported that they tried to restart pump multiple times but pump error kept showing up when trying to fill the reservoir. They reported that the rewind was not possible. The insulin pump will be returned for analysis.